Event description:
During laparoscopic cholecystectomy, when inserting the device, the doctor experienced a high degree of resistance to the port entry. The safety shield had been activated, but the doctor feels that it may have de-activated while pushing. This may have resulted in the resistance to entry he experienced. When the doctor applied pressure on the port it buckled in two. He used another 355sd to complete the entry successfuly. There was no pt consequence.